Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was over 300 mg/dl. The customer observed a crack along the lip of the battery compartment which occurred due to normal wear and tear. The customer stated that he had high blood glucose because the insulin pump had been completely off for while, although he declined troubleshooting assistance for the high blood glucose. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube.